Event description:
It was reported that the atrial lead exhibited high impedance and high thresholds. The patient experienced a notable weight loss, causing the device to sit perpendicular to its starting orientation. The lead was capped and replaced successfully. No patient symptoms were reported post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.